Event description:
A report was received that the patient's lead had high impedances. The patient underwent a revision procedure wherein the leads were replaced. The physician suspected device malfunction to the lead. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient¿s lead had high impedances. The patient underwent a revision procedure wherein the leads were replaced. The physician suspected device malfunction to the lead. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #:(B)(4), description: linear st lead, 70cm. Sc-2218-50 (sn (B)(4)). The complaint regarding impedance anomaly was confirmed. The lead has pronounced kinks at the clik anchor sites. X-ray inspection revealed fractured cables from where the clik anchors were tightened. Continuity test showed that four electrodes are open. The explanted lead (sc-2218-70, sn (B)(4)) was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead (sc-2218-70, sn (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.